Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with heavy calcification. Pre-dilatation was performed and a xience v stent was implanted. Intravascular ultrasound (ivus) was performed and the 2.5 x 12 mm nc trek was inflated to 15 atmospheres (atm) for post-dilatation; however, the balloon ruptured during the second inflation of 15 atm. It was noted that the balloon was prepared per the instructions for use. The stent was confirmed to be fully expanded via ivus; therefore, the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, guide catheter: 6f runway jl4, stent: xience prime 2.5-18. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.